Event description:
Manufacturer representative (rep) reported that the patient (pt) was scheduled for a lead revision with hcp today. Hcp removed the leads that had migrated and attempted to put in two new leads however the hcp was unable to get into the epidural space and aborted the case. Hcp stated that patient needed to be done under general anesthesia and that the patient needed to be rescheduled. He did place the battery back in the pocket so that it could be used when new leads were implanted. On (B)(6) 2024 an email was received from rep. Rep reports the inability to access the epidural space was not a device issue, but the hcp was unable to access the epidural space due to skill level. The cause of the inability to access the epidural space was not determined. It is believed the patient will see another hcp at some point to resolve this issue. No other actions were taken or are planned to resolve this issue. Rep reports this information was confirmed/provided by the hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.